Event description:
Incident reported as: when the clinician opened the box of catheters, she discovered that the tip of the sterility barrier packaging had been "chipped off" on three of the ten catheters. No pt injury and/or intervention reported.

Manufacturer narrative:
Device sample sent to MFR for eval. Investigation report not yet available at time of this report.